Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Visual examination of the returned electrode noted it had been severed approximately 55 centimeters (cm) from the terminal pin; only the proximal segment was returned. Setscrew marks on the terminal pin indicated the setscrew appears to have been tightened down in the correct location while the electrode was connected to the s-ICD. Resistance testing confirmed this segment of electrode was electrically continuous and an x-ray of the segment verified there were no fractures. Analysis of the returned segment of electrode did not identify any product issues that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted in (B)(6) 2020. The shock impedance measurement at implant was 94 ohms. It was reported in (B)(6) that new defibrillation threshold (dft) testing was performed where a 65 joule shock failed to convert the arrhythmia and an 80 joule shock was then successful; the shock impedance measurement was higher than expected, at 127 ohms, but was not out-of-range. X-rays were submitted to technical services for review, and it was determined that a significant amount of tissue was present under the electrode and repositioning the electrode to a deeper position was recommended to optimize therapy effectiveness. In (B)(6) it was confirmed that the electrode would be repositioned, but the procedure date was uncertain due to covid-19 restrictions. New information was received in august. It was reported that the electrode was repositioned in late february 2021 as the patient had received some shocks that failed to convert an arrhythmia. A new dft was not performed, but a commanded 10 joule shock produced an in-range impedance measurement of 96 ohms. On july 22 the patient had a ventricular fibrillation (vf) episode where 5 shocks were delivered, all of which failed to convert the vf. Shock impedance measurements were again higher than expected, at 124 ohms. Cardiopulmonary resuscitation (CPR) was performed and the patient received 4 more shocks due to oversensing the CPR, and the patient subsequently died. The s-ICD was explanted august 6 and was expected to be returned for laboratory analysis. The sales representative confirmed the electrode was not explanted post-mortem and was therefore not able to be returned. X-rays taken after the electrode was repositioned should be provided, but no x-rays were taken post-mortem. Device data was submitted to technical services for review. The explanted device was received for analysis, as well as the x-rays post-electrode revision. Engineering review of the device data confirmed there were no faults, errors, or resets recorded. The shock impedance values for the five delivered shocks in the first episode were higher than expected, but not out of range, at 126, 120, 129, 127, and 124 ohms. None of the five shocks were able to terminate the vf. After shock number five therapy for the episode was exhausted. Two other episodes were stored that day, occurring more than two hours after the vf episode. These showed artifacts that appeared consistent with resuscitation attempts, resulting in shock delivery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Visual examination of the returned electrode noted it had been severed approximately 55 millimeters (mm) from the terminal pin; only the proximal segment was returned. Setscrew marks on the terminal pin indicated the setscrew appears to have been tightened down in the correct location while the electrode was connected to the s-ICD. Resistance testing confirmed this segment of electrode was electrically continuous and an x-ray of the segment verified there were no fractures. Analysis of the returned segment of electrode did not identify any product issues that would have caused or contributed to the reported clinical observations. X-rays obtained following the (B)(6) 2021 electrode repositioning procedure were evaluated by boston scientific medical safety personnel. In this case, the patient had a history of electrode repositioning due to a significant amount of tissue under the electrode, which resulted in a high shock impedance measurement. Available x-ray images following the repositioning procedure were consistent with tissue under the electrode, and the increase in shock impedance measurement between the reposition in (B)(6) 2021 and the patient's death on (B)(6) 2021 suggests that the device and/or electrode migrated in the intervening time period. However, post-mortem x-rays were not available to confirm possible migration. This report corrects the unit of measure for the returned segment of electrode in the additional manufacturer narrative section (h10), and provides x-ray analysis that was performed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted in (B)(6) 2020. The shock impedance measurement at implant was 94 ohms. It was reported in october that new defibrillation threshold (dft) testing was performed where a 65 joule shock failed to convert the arrhythmia and an 80 joule shock was then successful; the shock impedance measurement was higher than expected, at 127 ohms, but was not out-of-range. X-rays were submitted to technical services for review, and it was determined that a significant amount of tissue was present under the electrode and repositioning the electrode to a deeper position was recommended to optimize therapy effectiveness. In january it was confirmed that the electrode would be repositioned, but the procedure date was uncertain due to covid-19 restrictions. New information was received in august. It was reported that the electrode was repositioned in late february 2021 as the patient had received some shocks that failed to convert an arrhythmia. A new dft was not performed, but a commanded 10 joule shock produced an in-range impedance measurement of 96 ohms. On july 22 the patient had a ventricular fibrillation (vf) episode where 5 shocks were delivered, all of which failed to convert the vf. Shock impedance measurements were again higher than expected, at 124 ohms. Cardiopulmonary resuscitation (CPR) was performed and the patient received 4 more shocks due to oversensing the CPR, and the patient subsequently died. The s-ICD was explanted august 6 and was expected to be returned for laboratory analysis. The sales representative confirmed the electrode was not explanted post-mortem and was therefore not able to be returned. X-rays taken after the electrode was repositioned should be provided, but no x-rays were taken post-mortem. Device data was submitted to technical services for review. The explanted device was received for analysis, as well as the x-rays post-electrode revision. Engineering review of the device data confirmed there were no faults, errors, or resets recorded. The shock impedance values for the five delivered shocks in the first episode were higher than expected, but not out of range, at 126, 120, 129, 127, and 124 ohms. None of the five shocks were able to terminate the vf. After shock number five therapy for the episode was exhausted. Two other episodes were stored that day, occurring more than two hours after the vf episode. These showed artifacts that appeared consistent with resuscitation attempts, resulting in shock delivery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted in (B)(6) 2020. The shock impedance measurement at implant was 94 ohms. It was reported in (B)(6) that new defibrillation threshold (dft) testing was performed where a 65 joule shock failed to convert the arrhythmia and an 80 joule shock was then successful; the shock impedance measurement was higher than expected, at 127 ohms, but was not out-of-range. X-rays were submitted to technical services for review, and it was determined that a significant amount of tissue was present under the electrode and repositioning the electrode to a deeper position was recommended to optimize therapy effectiveness. In january it was confirmed that the electrode would be repositioned, but the procedure date was uncertain due to covid-19 restrictions. New information was received in august. It was reported that the electrode was repositioned in late (B)(6) 2021 as the patient had received some shocks that failed to convert an arrhythmia. A new dft was not performed, but a commanded 10 joule shock produced an in-range impedance measurement of 96 ohms. On (B)(6) the patient had a ventricular fibrillation (vf) episode where 5 shocks were delivered, all of which failed to convert the vf. Shock impedance measurements were again higher than expected, at 124 ohms. Cardiopulmonary resuscitation (CPR) was performed and the patient received 4 more shocks due to oversensing the CPR, and the patient subsequently died. The s-ICD was explanted august 6 and was expected to be returned for laboratory analysis. The sales representative confirmed the electrode was not explanted post-mortem and was therefore not able to be returned. X-rays taken after the electrode was repositioned should be provided, but no x-rays were taken post-mortem. Device data was submitted to technical services for review.